Manufacturer narrative:
A1-a6: patient information pending follow-up with hospital d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the center had issues with a flow probe on a centrimag patient. They were getting flow signal alarms (f2) that said the flow couldn't read. The flow probe was moved and the alarm continued to go off periodically. The patient's vitals never changed and rpms were still reading. The customer believed the alarm was in error because they were still getting flow. The customer took a flow probe off of another console and exchanged the probe but the issue continued. The console was then switched to the backup console and the issue resolved.

Manufacturer narrative:
Section a: patient information was requested but not provided. Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of a flow alarm was unable to be confirmed. The centrimag console was not returned for analysis, and no log files were submitted for review. Multiple good faith efforts were sent asking if the serial number of the centrimag console could be provided, if log files are available, if there were any patient related issues, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed for the centrimag 2nd generation primary console due to no serial number being provided. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms, including flow signal alarms. No further information was provided. The manufacturer is closing the file on this event.